Manufacturer narrative:
Alleged failure: burner would not turn off cut mode. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a short circuit due to the probe poor/bad button contact (possibly due to dirty electrical connections). Probe short (possibly due to fluid ingress), button inadvertently pressed. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the product was continuously activating.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the product was continuously activating.